Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump made an unusual noise before powering off, but was unable to describe noise. The patient had a blood glucose (bg) over 500mg/dl, with unspecified ketones and abdominal symptoms. The patient was treated in the hospital emergency room with insulin injections, and discontinued pump therapy. This complaint is being reported because the pump issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: testing was unable to duplicate the complaint and no defect was found. Pump boots to the verify screen with audible and vibratory features. Battery cap was not returned. Test cap was used to complete all testing. No alarms related to the complaint in alarm history. Pump was exercised for 24hrs using test battery cap; no unusual noises were duplicated during testing. The doses add up correctly and reflect the users programmed basal rate. Pump passed a delivery accuracy test. The pump cover was removed; no evidence of internal moisture or damage to the circuit board was found.